Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a right ventricular (rv) lead integrity warning for short v-v intervals, an episode of non-sustained ventricular tachycardia, and five episodes of high ventricular rate. Oversensing was also noted on the rv lead. Follow-up indicated the lead integrity warning was triggered and the oversensing occurred during the patient¿s open heart surgery. The ICD remains in use. No patient complications have been reported as a result of this event.